Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with both plunger cases cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, and syringe checking, and testing of the pump syringe size sensor were performed. Investigation unable to duplicate 'invalid syringe size' and the pump syringe size values were within spec; low= 0.256 in., high= 1.264 in. Further investigation found fluid ingression on the pump barrel clamp assembly causing an intermittent error. According to the investigation this caused the reported problem. Investigator?s replaced the size pot, barrel clamp guide, rod, tapered spring, and blue spring due to contamination. Recalibrated, performed pm and all functional tests passed. The problem source of the reported problem is user interface.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump did not detect syringe size. No patient involvement reported.